Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom caused by high readings on the force sensor with a fluid filled set. The pressure plate gap was also found to be out of specification. The downstream tubing guide was replaced adn the pump was calibrated to ensure proper occlusion detection.

Event description:
It was reported that during a customer's preventative maintenance testing, a spectrum pump had a downstream occlusion sensor error . There was no patient involvement.